Manufacturer narrative:
User reportedly got their finger caught underneath their chair while transferring into the chair. Information available indicates that the chair was not fully opened with the frame rails seated before the user sat down onto the seating surface. The user guide states the following warning; keep hands and fingers clear of moving parts to avoid injury. Do not place hands or fingers on the underside of the seat frame when opening or closing the wheelchair. Do not sit or transfer into the wheelchair unless it is fully open and the seat frame rails are fully seated into the side frame h-blocks. Information suggests that proper opening technique as described was not followed prior to use.

Event description:
The consumer was allegedly injured when she attempted to sit down on the wheelchair and got her finger caught underneath the chair. The chair allegedly "folded up" when she attempted to sit down. Consumer required stitches to close her laceration.